Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer also reported that they had air bubbles in the reservoir. The customer's blood glucose was 177 mg/dl at the time of incident. The customer stated that there were no air bubbles in the reservoir at the time of call. The customer stated that the insulin was not stored at room temperature. The reservoir will not be returned for analysis.